Event description:
It was reported that the device experienced leaks. The customer's mother stated that she was unsure whether the issue was related to the customer's insertion technique or with the product itself. The caller advised that it would be better to speak with the customer but she was unavailable at the time of the call. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.